Manufacturer narrative:
Two products were returned for evaluation. A peel test was performed on the device and was within the specification. The user stated that the injury occurred due to using a product that was too small. Seeing that the returned product performed according to device specifications it was concluded that human error contributed to the event.

Event description:
Date of event: best estimate (B)(6) 2012. According to the information received, a user developed a bleeding skin wound after using a urisheath. The user stated that the wound was caused by using a sheath size that was too small. The user applied cream to the wound to help it heal.